Manufacturer narrative:
This report is filed july 14, 2016.

Manufacturer narrative:
This report is filed may 19, 2016. The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a decrease in performance with the device. Subsequently on (B)(6) 2016, the device was explanted and the patient was reimplanted with a new device during the same surgery.